Event description:
The manufacturer received info alleging a ventilator is supplying low pressure. There was no pt harm or injury reported. The device has yet to be received by the manufacturer for eval. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.